Event description:
Info received indicates the latch is missing on the siderail due to the latch bolt falling off.

Manufacturer narrative:
The tech replaced the siderail latch and bolt to repair the stretcher.